Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that catheter crossing difficulties and shaft kinked occurred. The target lesion was located in the distal right coronary artery (rca). A 2.75x24mm promus element plus stent was advanced to treat the lesion. However, the device was unable to cross. The physician removed the device intact and upon inspection outside patient's body, it was noted the shaft was kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a catheter shaft break.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual examination identified a shaft hypotube break located 210mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. Hypotube kinks were also noted at each side of the break site. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).